Event description:
During the coil embolization procedure, the cashmere microcoil (crc140306-30/g15610) could not be detached although pressing the detachment button for several times, then both, the enpower control cable (ecb000182-00/c12388) and the dcb (catalogue and lot number unknown) were replaced. But, the microcoil did not detach. The replaced microcoil (crc140306-30/lot unknown) was detached, but one loop protruded into the parent artery. After the coil protruded, it was decided to retrieve the replaced cashmere by using gooseneck snare, but, just then, the patient condition suddenly changed, and it was confirmed that subarachnoid hemorrhage was developed through angiography. It was due to cerebral vascular dissection at a site distant from aneurysm. The external drainage was conducted and then, the coil embolization of the parent artery was performed. It is unknown how many coils were placed in the vessel, or the size and lot numbers of the coils (cashmere, deltapaq, deltaplush, target/stryker). The patient has been followed up but no additional information is available for now. According to the physician, the relationship of the event to the procedure was unknown and to the complaint product was unrelated because it seems that subarachnoid hemorrhage was caused by dissection of the vessel due to the unspecified balloon catheter.

Manufacturer narrative:
After the first cashmere coil did not detached, both, the cable and (dcb) detachment control box were reconnected, and the detachment control box powered on, but the green system ready light did not illuminate. Then, both the enpower control cable (ecb000182-00/c12388) and the dcb (catalogue and lot number unknown) were replaced for new products (lot number of both products unknown), but the situation did not improve. Then, both the cashmere and the microcatheter were safely removed from the patient as a unit. The procedure was continued using a new coil of the same size (crc140306-30/lot unknown) and the same microcatheter which was delivered through an envoy catheter (670-258-90b/lot unk). An unspecified balloon catheter (hyperglide/covidien japan) was used for supporting the following procedure (balloon remodeling technique) was also delivered along the aneurysm. Although, the microcoil was detached the coil without any problem, the one loop of the replaced cashmere accidentally protruded into the parent vessel when he was deflating the balloon catheter. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. The procedure was coil embolisation for carotid cave aneurysm of the internal carotid artery that was moderately tortuous but the level of calcification was unknown. The cashmere is going to be returned for evaluation but the enpower control cable is unavailable. No additional information was available. The device remains implanted and is not available for analysis, and no lot number was provided. Therefore, no DHR could be conducted. With review of the available information, the protrusion of the coil out of the aneurysm may have been impacted by the aneurysm characteristics/neck size as well as interaction with the other coils. Procedural/clinical/patient factors appear to have contributed to the reported event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-20004 and 1226348-2013-20005.